Manufacturer narrative:
A ge service rep performed an on site investigation. The electronics cabinet was cleaned and boards re-seated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system would not boot up. No pt injury was reported.